Event description:
Customer reportedly received blood glucose results that were 200 points apart on the compact plus system (results unk). No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.